Event description:
It was reported that a catheter issue occurred. An opticross peripheral catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the image was flashing and the catheter had broken. The catheter was removed from the patient, and another of the same device was used to successfully complete the procedure. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. An opticross peripheral catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the image was flashing and the catheter had broken. The catheter was removed from the patient, and another of the same device was used to successfully complete the procedure. There were no patient complications.

Manufacturer narrative:
The returned device consisted of the opticross peripheral imaging catheter. Visual inspection showed that the guidewire lumen was torn and had kinks in the sheath. Impedance testing showed an unknown wave form, and image characterization testing showed a nurd image. The encountered nurd and unkown curve, probably caused based in the observed guidewire lumen torn, since the nurd and unkown curve issues are related to an unbalanced rotation of the distal housing which could be caused by friction between the drive cable and the inner walls of the telescope/sheath/imaging window. This friction could be encountered during the advancement of the device, since the anatomy characteristics and the maneuvers by user could lead to an excessive friction that deforms the material. Regarding the guidewire lumen, it is possible that operational factors, such as user technique and handling during procedure could generate a constriction over the catheter. Increasing the friction between the guidewire and the exit port assembly may result in the damage observed. All compiled information on this investigation determines that the most probable cause is: adverse event related to procedure.